Manufacturer narrative:
This device was used for treatment, not diagnosis. Pt weight: exact weight (B)(6). Date of event unknown. The device history review for psi item #sd800.433, lot #7358975, it was determined that this implant was produced to comply with the device specifications, and was produced from the correct raw material, as listed on both the psi router / inspection sheet and the brandywine routing. All packaging and labeling complied with the labeling and packaging presentation form (lppf), as indicated on the packaging label log. There were no non-conforming reports (ncr) on this lot number. {lims review identified no raw material ncr's}. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a peek implant for cranioplasty on (B)(6) 2013. The patient kept picking and scratching the scar from surgery which caused soft tissue breakdown and became infected. The surgeon saw the patient on (B)(6) 2014 and decided to remove the implant on (B)(6) 2014 with no other issues. The explant surgery was successful and the patient is doing well. This report is 1 of 19 for (B)(4).